Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 3 months ago. Aneurysm morphology was not reported. Vessels had no calcification but were severely angulated at the limbs of the stent graft. It was reported that approximately 2 months ago at the pt's 30 day post-implant follow-up, an occlusion in one of the limbs of the graft was noted. Although the patient was asymptomatic and had good blood flow due to collateral circulation. The occlusion was caused by fresh, soft thrombus, which the physician elected to treat approximately 2 weeks ago with a thrombolysis agent for 24 hours. The thrombus was successfully cleared away, opening the lumen of the graft. The following day, to prevent re-occlusion, the physician elected to implant a competitor's balloon-expandable biliary stent with successful results. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Secondary intervention required)- evaluation codes, results and conclusion: (arterial and venous occlusion), (severe angulation of the vessels).